Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima ii-catheter damaged / defective with leak. The patient arrived at the CT room of the radiology department at 11:00 a.m. On (B)(6) for a pulmonary artery cta examination. During the examination, the IV catheter ruptured (the isolation cap detached), causing the examination to be interrupted and a large amount of venous blood to flow out.

Manufacturer narrative:
DHR/bhr review (lot# 5076543): this batch of products were assembled at intima ii auto line 3 in apr 2025, and packaged at cfs package line in apr 2025. Work order quantity was (B)(4) each. Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Review the production records with no nonconformance, deviation or rework activities. No defective sample and photo have been received for the complaint. The retained sample of this batch is taken for relevant functional testing: 800mm simulated clinical leakage test and 45psi leakage test. The tests are passed, no leakage is found on the sample. Sku# 383076 is a product with y pp connector, which has never been declared to be used for high-pressure injection. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the product of this sku has never been declared to be used for high-pressure injection, the defective sample has not been received for further examination, and the flow rate and pressure used in cta examination are unknown, so the root cause of the isolation cap detached cannot be confirmed.the plant will continue to monitor such defects.

Event description:
No additional information available.